Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced pain and discomfort at the anchor site and as such surgical intervention took place on (B)(6) 2024 where the anchors were sutured down deeper. No product was replaced.